Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the inserter tip from two (2) t-pal spacers were found to be broken in sterile processing. There was no report of patient involvement, delay to procedure or surgical involvement. No further information was provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: two t-pal spacer applicator inner shafts (part 03.812.003 / lots 3428358, 8662483) were returned with the proximal ends of the inner shaft broken off. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Replication of the complaint condition is not applicable. The complaint is confirmed. The inner shafts were returned with the proximal coupling end broken off, but otherwise contained wear associated with normal use. The other components of the t-pal applicator were not returned. The associated product drawings were reviewed during the investigation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To remove a spacer or trial, the applicator is set to the pivot position and a slap hammer is attached to the head of the applicator. The hammer then provides the force necessary to remove the trial/spacer. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal. The test was based off of forces measured during cadaver testing, which determined normal loads for trial removal due to hammering to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Given the information available, an exact root cause could not be determined. The device history record reviews showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. There is not enough information as to how these fractures occurred. However, no design issues were noted during the evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.